Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the marionettes and prejowl sulcus using the packaged needle. Prior to the injection, the patient was given chlorhexidine and ice post injection. During injection, the needle stayed in the patient's face and the syringe separated with the product oozing onto the patient's skin. The luer lock had not held the needle in place. There was no patient injury but patient was frightened/concerned.